Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, the front band could not be deployed, and the back band was deployed in advance and stuck in the front band. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information was received on august 18, 2025 the anatomy location of the procedure is in the anorectum. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem). Correction: block d2a (common device name). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, the front band could not be deployed, and the back band was deployed in advance and stuck in the front band. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.